Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and hip. It was reported that the device had not been very effective since implant, on (B)(6) 2014, and it was removed on (B)(6) 2019. The patient got a different pain stimulation device implanted. No further complications were reported or anticipated.